Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was found that the right ventricular (rv) lead had t-wave oversensing (twos) post pace/post shock. The lead remains in use. No further patient complications have been reported as a result of this event.